Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted suture fragments. The foil pouch was inspected and found to have a hole. The suture degradation was due to the hole in the foil pouch. Samples were sent to engineering for further evaluation of hole in foil pouch. Engineer concluded that during processing, there are no opportunities to create this type of hole between the foil inspection and placement into the breather pouch. In addition, the hole in the pouch does not appear to be a single pierce but rather resembles a tear or rip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the suture degradation was due to a hole in the foil pouch. However, the root cause of the hole in the foil pouch cannot be reliably determined. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the user attempted to use the product during the procedure, the thread was deteriorated and it could not be used. The procedure was completed with another device. The event occurred during the procedure but the product was not used for the patient. The status of the patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.